Event description:
On (B)(6) 2010, the patient reported an e6 (mechanical) error was displayed on the infusion device while attempting to change the insulin cartridge. The patient changed the battery and she stated the piston rod continues to spin but does not completely retract and e2 (battery depleted) was displayed. The patient inserted a new battery with the same results. She stated she recently spilled insulin in the cartridge compartment of the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, cartridge and adapter were requested to be returned for evaluation.